Manufacturer narrative:
Patient medications: oxycodone-acetaminophen, tramadol, atorvastatin, metoprolol tartrate, terazosin, and aspirin. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2019, the patient was implanted with a gore® excluder® aaa endoprostheses to treat a ruptured abdominal aortic aneurysm. The patient tolerated the procedure. It was reported the patient presented to the emergency room on (B)(6) 2019, with dizziness, light headedness, and back pain. Computed tomography images dated (B)(6) 2019, revealed a proximal type I endoleak. Reportedly during the original procedure, the aortic neck was very tortuous due to the ruptured abdominal aortic aneurysm. On (B)(6) 2019, the physician reintervened and implanted additional gore® excluder® aaa aortic extender endoprostheses. The endoleak was resolved and the patient tolerated the reintervention.